Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2001. Patient sought medical attention for an infection at the piercing site 2 weeks later. Patient was prescribed oral antibiotics. Returned for treatment 2 days later and received a new oral antibiotic. In 2002, again sought medical attention. At this time an incision and drainage was performed and oral antibiotics were prescribed.